Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead dislodgement was observed during one-day post-operation chest x-ray. No other anomalies were reported. The patient was asymptomatic. Due to comorbidities, the physician elected to only make programming. No further intervention was planned.